Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had doors were kept failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that micro switches were oxidized. A field service engineer proactively opened up the latch column and cleaned micro switches. Fse tightened wire harness and tested in hardware testing application where it passed all tests. Customer was able to login to use applications or access compartments on doors one through four without any failures occurring. The system functioned as intended after the field service engineer repaired the device.